Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support determined the battery deplete from 20% to 1% within one hour and the pump shut off. The customer¿s blood glucose level was 230 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.